Event description:
Baxter spain reports a pt was noted to exhibit facial reddening, bronchospasms and pruritus upon intiation of dialysis using the psn 210 dialyzer. The treatment was stopped at the onset of symptoms and the disposables were removed. The pt required a blood transfusion, however, he is fully recovered at this time. The pt reportably has suffered from eto dialyzer reactions in the past.